Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient had a pacemaker implanted (B)(6) 2018. On the next day and during the post-implant device check, it was determined that the patient¿s right ventricular lead had diminished sensing and was not capturing. A chest x-ray revealed the right ventricular lead had dislodged. The physician opted to explant and replace the lead. The patient was stable before, during and after the procedure and the patient did not experience any symptoms as a result of the lead dislodgement.